Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 5cm diameter abdominal aortic aneurysm. The patient had a moderately calcified proximal aortic neck that measured between 10 mm and 12 mm in length. It was reported that the patient came in for follow-up with color doppler and CT scan. The CT showed a proximal type I endoleak present. Per the physician, the cause of the event may have been due to the patient's angled anatomy and severely calcified and diseased proximal aortic neck. No clinical sequelae were reported and the patient will be monitored by their physician.